Manufacturer narrative:
See MDR 1920664-2010-00178 for the intraocular lens used with this delivery device.

Event description:
The haptic was found bent after delivery into the eye. The incision was enlarged to remove and replace the lens.